Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the patient experienced asystole, and the right ventricular (rv) lead was implanted in a suboptimal position. After the procedure was completed, it was found that the rv lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and confirmed rv lead dislodgement. The rv lead was explanted and replaced on 06 feb 2025. The patient was in stable condition.